Event description:
The rptr stated that the stopcock and the pt line disconnected. The reporter stated that this had occurred approx 10 times in the last several months. However, did not provide further info.